Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the lead was capped due to oversensing and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with episodes of rvnso and vf. Lead noise on the rv sense amp, possible failure to capture, and oversensing were observed. Lead dislodgement was suggested. The patient should be brought in clinic for further investigation. No further information is available.